Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image on screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. Pump failed screen test portion of the self test due to pump error 63. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found evidence of corroded solder joints on the u1 chip on the keypad assembly, dried insulin in the motor slide, and moisture damage on the pcba 1 and pcba 2. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump error 63 variable 15 was found in the history files on (B)(6) 2022 at 16:53:29.00 on the two wire interface programming error. Pump error 4 was found in the history files on (B)(6) 2022 at 16:53:28.00 due to the motor mcu did not get the response from the main mcu when sent the request. Pump error 63 variable 3 was found during testing due to corroded solder joints on the u1 chip on the keypad assembly. The force sensor zero offset was within specification at 22.8mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 63 variable 15 and pump error 4 were confirmed in the history files due to hardware error anomalies. Pump error 63 variable 3 was confirmed during testing due to corroded solder joints on the u1 chip on the keypad assembly. Pump did not pass full functional test. Pump failed self test due to corroded solder joints on the u1 chip on the keypad assembly. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.